Event description:
Received a spontaneous call from the pt. Per the pt, her cadd legacy pump serial number (B)(4) over the last month has been beeping and showing the message "no disposable clamp tubing". She has to stop the pump, re-start it and works until it beeps again. Beeping occurs while pump is in use. No harm to the pt. Sending a replacement pump for tomorrow. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.